Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2291093 our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that when opening the package of the bd pegasus¿ safety closed IV catheter system black dot-like foreign matter was on the qsyte connector. The following information was provided by the initial reporter, translated from chinese: "on 212 east. Open the package and find foreign matter on the qsyte connector, black dot-like foreign matter."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when opening the package of the bd pegasus¿ safety closed IV catheter system black dot-like foreign matter was on the qsyte connector. The following information was provided by the initial reporter, translated from chinese: "on 212 east. Open the package and find foreign matter on the qsyte connector, black dot-like foreign matter."